Event description:
It was reported that the pump casing and battery were found hot to the touch. The user observed corrosion and residue in the battery compartment.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed visible moisture ingress. The pump was exercised and there was no evidence of overheating observed. The complaint could not be duplicated.